Event description:
It was reported that a user of the ilet experienced elevated blood glucose after changing infusion supplies and omitting the fill cannula step on a contact detach set placed on the abdomen while using a dexcom g7; the event was addressed through troubleshooting and education to perform the fill cannula and continue insulin delivery. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the issue as a use-of-device problem without a specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.